Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had critical insulin pump error, stopped working and had a flashing display as well as a broken force sensor was detected during seating or regular delivery alarm. The customer¿s blood glucose was 380 mg/dl. Customer was not reported of insulin pump screen flashing when screen was turned on after being in sleep mode. Troubleshooting was performed for flashing display and insulin pump error alarms. Customer was advised that the insulin pump needed to be replaced, to discontinue use of the insulin pump and revert to a back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with critical pump error due to moisture damage to force sensor. Device received with corroded electronic assemblies and corroded motor home switch. Unable to verify pump error 35 alarm and missing segments or partial display due to critical pump error alarm noted. No blank display noted. .